Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding the locking sliding insert of the aiming arm instrument. It was reported that when tension is applied on this sliding insert, it jumps out of the aiming arm. No other information was provided.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
An internal investigation was performed at synthes (B)(4). The locking sliding insert loosens clockwise when inserting the protection sleeve during the rotation of buttress nut/compression nut. As a result, the measurement for the length of the blade can be incorrectly determined which could lead to a wrong selection in the length of the blade. Corrective action has been opened to address the root cause of the issue. The new design of the locking sliding insert is currently available.